Event description:
On (B)(6): after start of dialysis, distress, no response to nitroglycerin spray, saturation was below 31 02 98%. ECG shows no abnormality of re-polarization. The pt needed hospitalization and was sent to hospital. The pt got back home on the same day. The treatment taken for the pt is unk. On (B)(6): the pt felt back pain after start of dialysis. After changing of machine and tubing system, symptom was disappeared.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). No incident was reported from any other distributed customer from this specific lot. The doctor mentioned that the pt was still using the same lot of rexeed- 15lx after changing dialysis machine and tubing system. The side effects do not have occurred since then. Dialysis machine nikkiso db 05, bicarbonate b.braun, tubing system (B)(4). This lot of rexeed-15lx used before and after the event in 40 other pts without any problems. No abnormality was found in the lot quality records of rexeed-15lx. Reported symptoms are generally well known possible adverse reactions observed during the dialysis treatment. They are considered to be foreseeable for medical professional. With all info the MFR excludes the relation between the event and rexeed-15lx. The event was reported to bfarm (B)(6). ((B)(4)).